Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a removal of an eroded lap-band, while closing the gastrotomy from the lap-band, the surgeon took a large bite of inflamed thick stomach tissue and needle did not pass to the other side of the device. The device was difficult toggle. Patient was re-admitted 5 days post op from infection of the lap band. Upon arrival, an x-ray was done and needle was identified on x-ray but not retrieved, the needle was left in patient. There will be no additional operation performed to remove the needle.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Device was loaded with a needle that had cone marks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of handled rough that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one suturing device. Visual functional testing indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a removal of an eroded lap-band, while closing the gastrotomy from the lap-band, the surgeon took a large bite of inflamed thick stomach tissue and needle did not pass to the other side of the device. The device was difficult to toggle. Patient was re-admitted 5 days post op from infection of the lap band. Upon arrival, an x-ray was done and needle was identified on x-ray but not retrieved, the needle was left in patient. There will be no additional operation performed to remove the needle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.